Manufacturer narrative:
Lens was received and inspected under 10x magnification, no defects found, diopter correct as labeled. Product history records indicate lens met all criteria prior to release. There is no evidence to suggest this adverse event is manufacturing related. Patient was unable to adapt to the multifocality of the lens. Visual effects are a known possible side effect of multifocal lens implantation.

Event description:
The lens was removed and replaced with the monofocal lens due to the inability of the patient to adapt to the multifocality of the lens. Patient was experiencing halos and glare, a known and labeled possible side effect of multifocal lenses.